Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unexpected cgm application shut-off occurred. No additional patient or event information is available. Data was provided for evaluation, however does not reflect the dates of issue. The complaint confirmation of an unexpected g5 mobile application shut-off could not be determined. A probable cause could not be determined.